Event description:
The manufacturer received information regarding a dreamstation device. There is an allegation from a user that the device caught fire during use. The user reported there is evidence of rust, corrosion, and significant water damage. There is also an allegation of black smoke filling the device which left a residue. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.